Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient, residing in ireland, contacted lifescan (lfs) another country alleging that her one touch ultra meter displayed the battery indicator. The medical affairs specialist (mas) received additional information from the lfs customer service representative (csr) included in the description below. The patient takes 20 units of lantus insulin at night novorapid insulin, 6 to 8 units twice a day. The patient said she does not adjust her insulin according to her blood glucose results, but according to her routine. The csr noted that the patient could not be specific about how she adjusts her insulin. The patient last tested with the reported meter prior to the time of concern, at about 9:00 pm on the day before, and obtained a result of 7.2 mmol/l on the reported meter. On the morning of original date, the battery indicator appeared on the reported meter display and the patient was unable to obtain a reading. Afterward, at approximately 9:30 am, the patient felt weak and shaky prior to taking insulin or eating breakfast. She treated herself by drinking a can of 7 up lemonade drink. She felt better in 10 to 15 minutes. The patient ate breakfast and took insulin as usual after treating herself with 7up. The csr walked the patient through reseating the battery and performing a test successfully; the patient obtained a result of 7.3 mmol/l. The csr noted that the patient had not changed the meter battery per the owner's manual; thus, user error may have contributed to this reported issue. The patient's products were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and afterward felt weak and shaky, symptoms that can be associated with hypoglycemia. She said, she treated herself by drinking 7up.